Manufacturer narrative:
Correction: patient age. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated mi as no event, but revascularization of the lcma, cm, 1st om and graft 1st diag are due to stent thrombosis event type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the 1st diag, lcma and cx. On the same day, coronary artery plaque shift into the 1st om was reported. This was treated with an unknown branded balloon. Approximately three months later another resolute onyx des was implanted for target lesion treatment. The investigator assessed the event as probably related to the device and not related to the antiplatelet medication. The patient recovered.